Event description:
Event description cpi received information that during a routine replacement of an implantable pulse generator (ipg) for elective replacement indicators, this unipolar lead was removed from service because the insulation of the lead 'peeled back' when the physician attempted to remove the lead from the header of the ipg.